Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 5.0. Date: (B)(6) 2010; inratio: 5.9; lab: 4.1. Pt went to dentist and had a single dose of antibiotics on (B)(6) 2010. She tested later that day on her meter and got inr=5.0. On (B)(6) 2010, pt ate right before testing and had inr=5.9. Went to the lab about three hours later and got 4.1 in lab. Pt has heart valve replacement and is on coumadin only. No other medications (aside from the single antibiotic dose at the dentist) or medical conditions. Her therapeutic range is 2.5-3.5. Last test was in mid-july and was within range (did not remember actual result, but doctor had no changes for her dose and said to wait a month before testing).

Manufacturer narrative:
Investigation pending.